Event description:
It was reported that during a stenting treatment procedure, difficulty removing the stent delivery system (sds) balloon from the deployed stent occurred. The physician gained vascular access via the right femoral artery. The 75% stenosed and 45-46mm long de novo target lesion was located in the moderately tortuous and moderately calcified mid to proximal right coronary artery with a reference vessel diameter of 3.0-3.5mm. The physician placed a 6f mach 1 guide catheter then placed multiple 300cm non-bsc guide wires. The physician treated the target lesion with direct stent placement using a 3.5x38mm ion stent at 18atm for 25 seconds, then experienced balloon withdrawal resistance. The physician removed the sds balloon by pulling hard to withdraw and the device was removed intact. Next, the physician deployed a second 3.0x20mm ion stent to cover the target lesion. Finally, the procedure was completed when the physician treated a vessel dissection, caused by a non-bsc guide wire, with placement of an unknown manufacturer's stent. The patient's post procedure condition is ok.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).